Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit. This event occurred during drain 4/4. The home patient (hp) stated that she was disoriented the night before and got out of bed a lot. The hp reportedly woke up disconnected from hc machine and alarming se 2240. The technical service representative (tsr) assisted the hp end therapy and advised to notify the registered nurse (rn) regarding possible air exposure. The tsr further advised the hp to ensure full drain at start of next therapy as she might be holding a full fill amount. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and an evaluation was not requested. Should additional information become available a follow-up MDR will be submitted.